Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/18/2019. The customer confirmed the reported battery issue. The customer reported that he received a replacement battery and when it was replaced and charged the unit operated correctly.

Event description:
The customer reported that the new battery that he received was defective. There was no patient involvement.